Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and stopped ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed a single occurrence of system fault 101. The device evaluation was not able to reproduce the reported system fault error. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system fault 101 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and stopped ventilation. There was no patient injury reported as a result of this incident.